Event description:
The customer reported that the infusion set was significantly leaking chemotherapy drug. The patient did not receive their full chemotherapy treatment. There is no additional information provided with regards to the patient. The complaint device was sent for further evaluation. One set of transfusion set that is used and contaminated was received from the customer for investigation without a batch number. During the investigation a free flow and a tightness test were performed on the received sample and a leakage was found between the tube and the luer lock connector. Since the batch number was missing and not provided by the customer a comprehensive investigation and a review of the production document could not be performed. Due to the leak that was found in the initial investigation the complaint was forwarded to the production facility for further investigation. It was determined by the production facility that the leak is due to a manufacturing error during the gluing process.

Manufacturer narrative:
(B)(4).